Event description:
Patient reported feeling dizzy, while driving. Patient reportedly tested her blood glucose, using the suspect device, and obtained a result of 47 mg/dl. Based on this result, patient had juice, after which her blood glucose measured 66 mg/dl. Patient continued driving and was subsequenly pulled over by a police officer, after which she reportedley fell out of her vehicle. Emergency medical services wee contacted on patient's behalf, and upon their arrival, patient's blood glucose measured 30 mg/dl, on paramedics' blood glucose monitor. Patient was then tested, using the suspect device, with a result of 66 mg/dl. Patient was reportedly treated with a "tube of glucose", after which her blood glucose measured 60 mg/dl (on paramedics blood glucose monitor). Emergency medical services encouraged patient to go to the hospital for additional treatment; however, patient declined. Patient's current condition: "has a headache." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.